Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat an osteoporotic compression fracture. The procedure was completed without any incident intra-operatively, however, it was reported that "tiny cement leakage to outside vertebra was confirmed by the CT scans". According to the report, the patient was asymptomatic and additional intervention was not required. It was also reported that "the surgeon commented that the event did not relate with bkp products due to technical factor". No other complications were reported. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.